Manufacturer narrative:
Submit date: 04/20/2016. The device history record (DHR) review indicated that there was no quality issues associated with this defect mode. All DHR are reviewed for accuracy prior to product release. The product sample was returned for evaluation. It consisted of a mahurkar catheter that is different from the product reported. The catheter present signs of use (remains of blood). A visual inspection was performed: the adapters (red and blue) were reviewed and no issues were identified. Functional testing was required. When the returned sample was submitted to the underwater test, bubbles were detected coming out from an irregular cut of the venous extension. The lumen related to the arterial extension did not show bubbles during the test. The product specification was reviewed in order to identify the possible root causes for this event. Although the DHR does not reveal any deviation of the manufacturing process that might have contributed with the reported condition, it is considered that more likely this occurred due to inattention by the operator during the critical stages of the process causing this particular catheter not be submitted to further inspection. This event can be considered as manufacturing related. A formal corrective and preventative action (CAPA) was opened to address this event and analyze the controls that are currently in place to prevent the reoccurrence of this issue. Additionally, it is important to mention that calculated occurrence is higher than the expected values according to the applicable risk management document therefore a health hazard evaluation (hhe) was already in place to address this failure mode. No additional actions are required. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. As per product specification, manufacturing performs 100% leak testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 01/22/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that at the beginning of treatment on (B)(6) 2015 during irrigation, there was presence of blood at the white sleeve venous branch of the catheter. It was observed that there was presence of a small flow of blood. The doctor visit on (B)(6) 2015 requested a change of the catheter on (B)(6) 2015 due to a possible leak. During the appointment in radiology, the catheter was irrigated by the vascular access nurse at the request of the radiologist due to the doctors note of possible leak and the delay of 2 hours of the patient to his appointment. There was no leakage observed during irrigation and therefore the radiologist decided not to change the catheter since it did not appear to be leaking. On (B)(6) 2015 during the evening, there was a visible leak during irrigation. The doctors visit on the evening of (B)(6) demanded a catheter change. The catheter was changed on (B)(6) 2015. There was no patient injury.